Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Per photographic evaluation: photo provided and btd05 cotton tip is unraveled. Unable to determine cause of cotton unraveling.

Event description:
It was reported that during a vats "tavr" procedure, the dissector material began to unravel and tuft off into the patient. There were no adverse consequences for the patient.